Event description:
It was reported, that the battery gauge was fluctuating. Resulting, in the pump shutting down. The customer experienced a blood glucose (bg) level reported as "high". Specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.